Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, atrial noise and auto mode switch episodes were noted. The noise was reproducible through isometrics. The device was reprogrammed and the patient was in good condition.